Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 25-jul-2024. The following fields have been updated with corrected and/or additional information b3: date of event: 21-jul-2024. Investigation summary this complaint is for misidentification of methicillin resistant staphylococcus aureus as staphylococcus epidermidis when using phoenix panel pmic/ID-107 (catalog number 448607) batch number 4008769. The customer provided panel returns, isolates, phoenix generated lab reports and binary files for the investigation. The lab reports show identifications of staphylococcus epidermidis when using the complaint batch. The isolates were verified on a bruker maldi biotyper and labeled as s. Aureus upmc-1, s. Aureus upmc-2, and s. Aureus upmc-3. Retention samples of complaint batch 4008769 were unavailable for testing and a comparable batch was used. To investigate, customer returned panels of the complaint batch were inoculated with customer returned isolates s. Aureus upmc-1, s. Aureus upmc-2, and s. Aureus upmc-3 and placed in a phoenix m50 to evaluate for identification results. Next, retention panels from the comparable batch and control panels were tested using customer returned isolates s. Aureus upmc-1, s. Aureus upmc-2, and s. Aureus upmc-3 and placed in a phoenix m50 to evaluate for identification results. Last, control panels from the same material but different batch were inoculated with methicillin resistant in house isolates s. Aureus (B)(4) and s. Aureus (B)(4) and placed in a phoenix m50 to evaluate for identification results. All panels (customer returned and retention) tested with the customer returned s. Aureus isolates (upmc-1, upmc-2, upmc-3) identified incorrectly as s. Epidermidis. The retention and control panels tested with in house s. Aureus isolates ((B)(4)) identified correctly as s. Aureus. This complaint is confirmed for misidentification of s. Aureus. As part of the investigation, bd r&d performed an analysis of the customer lab reports. Review of the lab reports from the customer's internal testing shows variability in some of the substrate reactions. Their analysis indicates that some of the substrate reactions were more aligned with a s. Epidermidis identification as opposed to s. Aureus identification. However, based on the analysis, there were no results that stood out to be a definitive root cause of the mis ids. The batch history record was satisfactory and no quality notifications were generated during manufacturing and inspection. Complaint trending was performed and no trends were identified associated with this defect. Bd will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns.

Event description:
It was reported while using the bd phoenix¿ pmic/ID-107 a single patient had two (2) blood cultures, and a wound culture misidentify as s. Epidermidis. Based on the pbp2a, catalase, coagulase, gram stain, and colony morphology the patient isolates were identified as methicillin-resistant staphylococcus aureus (mrsa). Additionally, the isolates were tested at a reference laboratory for identification confirmation. No health impact or consequence reported.

Manufacturer narrative:
The information for the additional 510k is as follows: g5. PMA / 510(k)#: k020322, k021954, k023273, k023301, k024152, k030677, k031306, k031679, k031679, k032131, k033784, k033907, k040006, k040106, k040716, k050089, k050555, k051689, k053241, k060214, k060217, k060218, k060493, k070809, k082538, k082852, and k131331. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd phoenix¿ pmic/ID-107 a single patient had two (2) blood cultures, and a wound culture misidentify as s. Epidermidis. Based on the pbp2a, catalase, coagulase, gram stain, and colony morphology the patient isolates were identified as methicillin-resistant staphylococcus aureus (mrsa). Additionally, the isolates were tested at a reference laboratory for identification confirmation. No health impact or consequence reported.

Manufacturer narrative:
The following fields have been updated: b5. It was reported while using bd phoenix¿ pmic/ID-(B)(6), a patient sample was incorrectly identified. There was no report of patient impact. This supplemental MDR is being submitted as part of a retrospective review of records dating april 2023¿2025, under CAPA 11910483.

Event description:
It was reported while using bd phoenix¿ pmic/ID-(B)(6), a patient sample was incorrectly identified. There was no report of patient impact.